Event description:
Boston scientific corporation was informed that fluid loss occurred during the hysteroscopy. A tenaculum stabilizer and a speculum were in place. The procedure was progressing according to protocol; approximately 3 minutes into the ablation, the patient complained of a burning feeling. There was no fluid loss alarm. The procedure was terminated. A "minor" cervical burn on the posterior cervix (size unknown) was observed by the physician. The physician described the appearance of the cervix to be similar in appearance post "leep" procedure. The physician determined the burn did not require treatment and felt the patient would recover fully.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.